Event description:
The patient stated that in 2007, she was with her grand-daughter at the store and she began to feel shaky, sweaty, and her tongue felt thick. She disconnected from her infusion device and told her grand-daughter she needed a candy bar. She stated that she then became unconscious and her grand-daughter called 911. The paramedics tested the patient's blood glucose at 30 mg/dl. She was given an IV drip and d-50 to elevate her blood glucose. Her blood glucose then elevated to 300 mg/dl. She was transported to the hospital (10 minute drive) and her blood glucose had lowered to 129 mg/dl. The patient was advised to remain in the hospital for observation, but she refused and she checked out later that evening. The patient mentioned experiencing 2 other low blood glucose incidents "this month." She stated that during one event (date not provided), she was in bed and at 10pm her blood glucose lowered to 40 mg/dl. She ate a candy bar and tested her blood glucose again and it had only raised to 50 mg/dl. She then drank a soda. Her blood glucose then elevated to 90 mg/dl. The second incident occurred around 3pm (date not provided), she felt shaky and her blood glucose measured 40 mg/dl. She ate 2 candy bars and drank 2 sodas to elevate her blood glucose to 80 mg/dl. She stated that she has been using injection therapy since original date because she doesn't trust her infusion device. The patient's normal blood glucose range is 100-180 mg/dl. The patient's infusion device and the infusion set in use at the time of the incident were requested to be returned for evaluation.